Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "motor burr failed to start when starting up the case" was confirmed. During service the device was found with a damaged locking mechanism, and the disconnect sleeve was not retracting; also the cutter was not being secured and corrosion on the motor. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
A report received form the USA stated the emax 2 plus motor burr failed to start when starting up the case. The device was being used in surgery. It is known that there was no injury or medical intervention reported. The date of event is unk. No additional information was provided.